Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7070543/5160822.

Event description:
It was reported that the patient was experiencing intense pain at the ipg site. It was also stated that fluid discharges were coming out from the pocket site. The patient was sent to the hospital and underwent a procedure wherein the ipg and leads were explanted. The patient was placed on antibiotics.